Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient was receiving frequent adjust belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. Upon investigation, the electrode belt failed a fall-of test. The cause for the failure was isolated to corrosion inside of ECG "b." The root cause of the corrosion could not be positively identified but was likely liquid ingress. No adverse event resulted from the corrosion. The patient received a replacement electrode belt.